Manufacturer narrative:
As reported by the user facility the pt was noted to be ill with extensive and long-lasting illness. The final pt's outcome was a transfer to a long term care facility for issues unrelated to the rectal ulceration.

Event description:
It was reported that a (B) (6) male with an extensive long-lasting illness was prescribed the use of an actiflo indwelling bowel catheter system. The device was inserted on (B) (6) 2010. On (B) (6), 20 days later, blood was noted coming from the rectum. The device was discontinued at the time. The bleeding continued with a hemoglobin drop from 9.7 to 6.9. A sigmoidoscopy was performed and a rectal ulceration was observed. On (B) (6) 2010, the pt was taken to surgery and the ulcer was cauterized. The pt also received 2 pints of blood during this period. Following surgery, the bleeding was noted to have stopped. On (B) (6) 2010, blood was again observed. On (B) (6) 2010, the pt was returned to surgery and the ulcer was sutured. The pt was transferred to a long term care facility for issues unrelated to the rectal ulcer.